Event description:
Healthcare professional reported a xen®45 gts event for both eyes described as "device implanted 6 years ago; at unknown date, patient developed corneal infiltrates and corneal pannus; post-operative year 5, patient received durysta® implant." Device remains implanted. This is the same event and the same patient reported under MDR ID# 3011299751-2023-00070 (allergan complaint #(B)(4)). This MDR is being submitted for the right eye.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15, f0101. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.